Event description:
Alaris smartsite infusion set came apart at first injection valve distal (below) pump segment. Fortunately there was only saline in the line, no chemo. Per rn this occurred yesterday as well but that tubing was discarded.